Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a surgical procedure for an elective device replacement. During the procedure, out of range impedance measurements were observed. As a result, the lead was removed and replaced. No additional adverse patient effects were reported.